Event description:
Per the clinic, the patient experienced an infection, chronic dermatitis, skin overgrowth and pain at implant site. The patient also was placed under general anesthesia on (B)(6) 2024, in order to remove the abutment and the patient was treated with IV antibiotics (specific duration not reported) during the surgery. The patient also underwent a surgical procedure to debrided the skin thoroughly and closed with nylon sutures.